Manufacturer narrative:
Quality safety evaluation of ptc received on 23-aug-2016: ptc global number is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical f lure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 05-sep-2016: no response to final follow-up attempt was received from reporter. Health authority reference number was received (B)(4). Quality safety evaluation received on 05-sep-2016: no changes in ptc assessment provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1505 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. It was initially reported that essure (referred to as xenobiotic material) had been removed. Follow-up information was later received via regulatory authority, and it was reported that she experienced pain in pelvis. As this was considered the probable reason for the device removal, event xenobiotic material removed was deleted. Pelvic pain is a listed event in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, she started having pelvic pain one month after essure insertion. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 03-aug-2016 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2011 for sterilization. Consumer reported that, on (B)(6) 2011, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Follow-up information is expected. Follow-up information received by regulatory authority on 22-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016: on (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. The consumer reported painful placement. In (B)(6) 2011 she experienced pain in pelvis, pain during menstruation, and arthralgia. In (B)(6) 2011 she presented with depressive feelings and insomnia. In 2014 she had urinary incontinence. On an unspecified date she experienced increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, gastro-intestinal or liver complaints, excessive sweating, rosacea, fluid in ankles, inexplicable bruises, painful right elbow, burning sensation at the vagina, and itch sensation at the vagina. Those events led her to unspecified problems with movements. On an unspecified date she contacted her physician and had an appointment with a social worker and physiotherapy. She was treated with unspecified medication, physiotherapy, pelvic band, soles measured, and mindfulness. No further information was provided. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. It was initially reported that essure (referred to as xenobiotic material) had been removed. Follow-up information was later received via regulatory authority, and it was reported that she experienced pain in pelvis. As this was considered the probable reason for the device removal, event xenobiotic material removed was deleted. Pelvic pain is a listed event in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, she started having pelvic pain one month after essure insertion. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
The below report was received by health authority health care inspectorate (igz) (reference number: 1029921) on 03-aug-2016. The most recent information was received on 25-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvis") in a 45 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("painful placement"). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria disability and intervention required), dysmenorrhoea ("pain during menstruation") and arthralgia ("arthralgia"). In october 2011 she experienced depressed mood ("depressive feelings") and insomnia ("insomnia"). In 2014 she experienced urinary incontinence ("urinary incontinence"). An unknown time later she experienced heavy menstrual bleeding ("increase or heavy blood loss during menstruation"), intermenstrual bleeding ("irregular bleeding or breakthrough bleeding"), gastrointestinal disorder ("gastro-intestinal complaints"), liver disorder ("liver complaints"), hyperhidrosis ("excessive sweating"), rosacea ("rosacea"), oedema peripheral ("fluid in ankles"), contusion ("inexplicable bruises"), pain in elbow ("painful right elbow"), vulvovaginal burning sensation ("burning sensation at the vagina") and vulvovaginal pruritus ("itch sensation at the vagina"). The patient was treated with surgery. Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to procedural pain, heavy menstrual bleeding, intermenstrual bleeding, gastrointestinal disorder, urinary incontinence, dysmenorrhoea, depressed mood, insomnia, hyperhidrosis, rosacea, oedema peripheral, contusion, pain in elbow, vulvovaginal burning sensation, pelvic pain, arthralgia, vulvovaginal pruritus or liver disorder. The reporter commented: after essure insertion, consumer developed several physical complaints. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Quality-safety evaluation of ptc: for essure: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The most recent follow-up information incorporated above includes data received on: 25-sep-2023: consumer reported essure indication and exact insertion date. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority health care inspectorate (igz) (reference number: (B)(4)) on 03-aug-2016. The most recent information was received on 02-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvis") in a 45 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("painful placement"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, she experienced pelvic pain (seriousness criteria disability and intervention required), dysmenorrhoea ("pain during menstruation") and arthralgia ("arthralgia"). In (B)(6) 2011, she experienced depressed mood ("depressive feelings") and insomnia ("insomnia"). In 2014, she experienced urinary incontinence ("urinary incontinence"). An unknown time later she experienced heavy menstrual bleeding ("increase or heavy blood loss during menstruation"), intermenstrual bleeding ("irregular bleeding or breakthrough bleeding"), gastrointestinal disorder ("gastro-intestinal complaints"), liver disorder ("liver complaints"), hyperhidrosis ("excessive sweating"), rosacea ("rosacea"), oedema peripheral ("fluid in ankles"), contusion ("inexplicable bruises"), pain in elbow ("painful right elbow"), vulvovaginal burning sensation ("burning sensation at the vagina") and vulvovaginal pruritus ("itch sensation at the vagina"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to procedural pain, heavy menstrual bleeding, intermenstrual bleeding, gastrointestinal disorder, urinary incontinence, dysmenorrhoea, depressed mood, insomnia, hyperhidrosis, rosacea, oedema peripheral, contusion, pain in elbow, vulvovaginal burning sensation, pelvic pain, arthralgia, vulvovaginal pruritus or liver disorder. The reporter commented: after essure insertion, consumer developed several physical complaints. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority health care inspectorate (igz) (reference number: (B)(4)) on 03-aug-2016. The most recent information was received on 20-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvis") in a 45 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("painful placement"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria disability and intervention required), dysmenorrhoea ("pain during menstruation") and arthralgia ("arthralgia"). In (B)(6) 2011 she experienced depressed mood ("depressive feelings") and insomnia ("insomnia"). In 2014 she experienced urinary incontinence ("urinary incontinence"). At an unknown time, she experienced heavy menstrual bleeding ("increase or heavy blood loss during menstruation"), intermenstrual bleeding ("irregular bleeding or breakthrough bleeding"), gastrointestinal disorder ("gastro-intestinal complaints"), liver disorder ("liver complaints"), hyperhidrosis ("excessive sweating"), rosacea ("rosacea"), oedema peripheral ("fluid in ankles"), contusion ("inexplicable bruises"), pain in elbow ("painful right elbow"), vulvovaginal burning sensation ("burning sensation at the vagina") and vulvovaginal pruritus ("itch sensation at the vagina"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to procedural pain, heavy menstrual bleeding, intermenstrual bleeding, gastrointestinal disorder, urinary incontinence, dysmenorrhoea, depressed mood, insomnia, hyperhidrosis, rosacea, oedema peripheral, contusion, pain in elbow, vulvovaginal burning sensation, pelvic pain, arthralgia, vulvovaginal pruritus or liver disorder. The reporter commented: after essure insertion, consumer developed several physical complaints. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.